Manufacturer narrative:
Bottle 12 (xylene) was not in contact with the corresponding sensor for 1 minute and 58 seconds from 23:05pm on (B)(6) 2020, which is sufficient time to replace the reagent, and the station properties were reset at 23:08pm on (B)(6) 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 12 prior to these user actions were: xylene concentration=67.0%, cycle=26, cassettes= 1795 and days=11. The reagent from bottle 12 (xylene) was used for the first time in the final clearing step of the "dhm 3 hr protocol" comprising 69 cassettes, which started in retort a at 00:18am on 22 august 2020 and completed at 03:37am on 22 august 2020, from which sub-optimal tissue processing was identified by the complainant. No event/error codes were recorded during execution of this protocol. The reagent from bottle 12 (xylene) was also used in the final clearing step of the "dhm 6 hr protocol" comprising 128 cassettes, which started in retort b at 00:18am on 22 august 2020 and completed at 06:17am on 22 august 2020, from which sub-optimal tissue processing was identified by the complainant. Investigation of this complaint found that the instrument operated within specification during execution of both the "dhm 3 hr protocol" started in retort a at 00:18am on (B)(6) 2020, and the "dhm 6 hr protocol" started in retort b at 00:18am on (B)(6) 2020, from which sub-optimal tissue processing was identified by the complainant. The photographic evidence provided by the complainant showed water-based contamination of the reagent from bottle 12 (xylene) after execution of the two (2) protocols detailed above, which suggests that this reagent was contaminated when used in the final clearing step of the two (2) protocols from which sub-optimal tissue processing was identified by the complainant. The use of xylene with water-based contamination as detailed is likely to have left water-based residue in both retorts; in the retort a wax valve and to have introduced water-based contamination into the wax baths as observed by the leica field service engineer during onsite investigation on 24 august 2020. The consequences of using reagent with water-based contamination for the final clearing step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps (wax infiltration steps in this instance); and contamination of reagents (wax) used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing identified by the complainant was a use error, which likely occurred between 23:05pm and 23:08pm on (B)(6) 2020 when water-based contamination was introduced into bottle 12 (xylene) during replacement of this reagent, resulting in reagent with water-based contamination being used for the final clearing step of the two (2) protocols from which sub-optimal tissue processing was identified from the complainant. The available evidence suggests that a user did not complete manual replacement of the reagent in bottle12 (xylene) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ll user manual entitled replacement reagent - manual. This section includes the following: "to replace bottles manually remove the bottles and dispose of the old reagent following your laboratory's standard procedures. Clean the bottle if necessary, and then fill with fresh reagent. Load back on to the instrument."

Event description:
Leica biosystems received a complaint by telephone of possible tissue damaged from a processing run on (B)(6) 2020. On (B)(6) 2020, the leica field service engineer (fse) visited the customer site in order to assess the operation, and function of the instrument. The fse documented the following observations: "station 6 (alc) was changed after bad processing run. Concentration was sitting at 61%. Finishing wax feels diluted, staff member, [sic] our fingers into chamber, and it was quite thin and runny as opposed to other wax chambers. No xylene smell as opposed to other finishing retorts. Lots of droplets one the blocks and even more at the bottom of the chamber. Looks like a layer of condensation sitting at the bottom of retort." The fse further documented the affected runs as the "dhm 3 hr protocol" started in retort at 00:18:04am on (B)(6) 2020, and the "dhm 6 hr protocol" started in retort a at 00:18:31am on (B)(6) 2020; the reagent in bottle 12 (xylene) had been replaced prior to commencement of the two (2) protocols from which sub-optimal tissue processing was identified; the reagent from bottle 12 (xylene) was used for the final clearing step in these protocols. The fse found water on the retort a wax valve plunger, which was subsequently replaced. On 25 august 2020, leica biosystems received further information from the complainant indicating that all tissue samples from the affected runs were adversely impacted, and described as "soft + shriveled"; the tissue samples which had been processed in retort a were "skin + cell blocks"; the tissue samples which had been processed in retort b were "skin + gyn + git + uro"; the reagent from bottle 12 smelled of xylene but the viscosity "felt different" and a photographic image provided of the reagent from bottle 12 decanted into a measuring cylinder showed a layer of contamination at the bottom. On 31 august 2020, the leica product application specialist, (B)(6), received the following information from the laboratory co-ordinator: "most (if not all) were able to be diagnosed (with a bit of effort and extra stains)." On 01 september 2020, leica biosystems (B)(4) received the following information from the leica product application specialist - anz, which was provided by the laboratory quality co-ordinator: "I know global is pushing for this information but please tell them to bear with me with these cases, there is still a third of cases that were yet to still be reported and I am making may way through them slowly as I need to chat to the pathologist on each on them and how hard it was for them to make a diagnosis which is time consuming. Will get back to you as soon as I have done what is needed on our end and will send you final details". On 02 september 2020, leica biosystems (B)(4) received the following information from the leica product application specialist - anz, which was provided by the laboratory quality co-ordinator: "we were lucky that all cases were able to make a diagnosis with extra levels, special and ihc done that would not have been needed in the first place."